Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(6)) on 16-dec-2013. The most recent information was received on 02-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("confirmed coil in uterine muscle/migration of essure device location of device: possibly uterine wall") in a (B)(6) female patient who had essure (batch no. B09710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "no occlusion/failure to occlude/failure to occlude (close) fallopian tube(s)" on (B)(6) 2013. The patient's past medical history included gravida ii, parity 2 and colposcopy. Concurrent conditions included postpartum state, uterine cervix dilation procedure, analgesia, anxiety since 2013, depression since 2013, hypothyroidism since 2009, multiple allergies since 2016, asthma since 2016, migraine since 2016 and sinus infection since 1997. Concomitant products included bupropion since 2014 and sertraline since 2013 for anxiety and depression, levothyroxine for hypothyroidism, cyclobenzaprine since 2016 and sumatriptan since 2016 for migraine, beclometasone dipropionate (qvar) since 2016, breo ellipta, montelukast since 2015, prednisone since 2016 and salbutamol sulfate (proair hfa) since 2016 for multiple allergies and asthma and antibiotics since 1997 for sinus infection. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 3 months 3 days after insertion of essure, the patient experienced embedded device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal discomfort ("very mild abdominal discomfort occasionally"), amenorrhoea ("haven't had a period with coil present") and pelvic pain ("severe and persistent pain"). Essure treatment was not changed. At the time of the report, the embedded device and pelvic pain had not resolved and the abdominal discomfort outcome was unknown. The reporter provided no causality assessment for abdominal discomfort with essure. The reporter considered amenorrhoea, embedded device and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: left coil possibly within myometrium, no occlusion nuclear magnetic resonance imaging - on (B)(6) 2013: coil presumed to be in the uterine wall and on unspecified date: magnetic resonance image, to understand the location of the coil not blocking the respective tube, was done. The coil in question is presumed to be in the uterine wall. On (B)(6) 2013, hysterosalpingogram, right to be blocked. Left tube not blocked and coil was next to but not in fallopian tube. Physician shared that left tube was not blocked and advised to consult. Physician talked to the representative who said the malposition coil was okay to remain implanted. She requested an MRI to understand more and the position of the left coil. Physician reported then that it was okay implanted in uterine muscles, not likely to move.normal uterine cavity, radiopaque coil in the proximal tubal segment of the right tubal segment with proximal occlusion on that side. Left fallopian tube patent with distal spill easily identified. Radiopaque coil adjacent to, but not lying the fallopian tube, possibly with the myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received: event- pelvic pain added. Concomitant diseases added. Concomitant drug added. Reported event of concomitant drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.